Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that at the implant, the left ventricular (lv) lead was unable to implant due to patient anatomy. The lead was removed and no lv lead was implanted. No patient complications have been reported as a result of this event.